Event description:
It was reported to boston scientific corporation on november 04, 2005 that a polyflex esophageal stent was used during a post procedure performed at the end of the month prior (patient gender, age and weight are unknown). According to the complainant, the patient had chest pain and vomiting due to stent migration the day prior to original date. The stent was removed with "rat tooth forcep". The recommendations for the patient was returned to the hospital for ongoing care. The patient would be remained on proton pump inhibitors (ppi ) therapy.

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1790.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.